Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a treatment was performed when the issue happened. The procedure was completed by pressing the pedal again. A field service engineer (fse) examined the system on-site and confirmed device unable to produce x-rays. After reviewing log file fse found a short circuit was detected in the inverter 1 circuit. During troubleshooting, fse found that the was an intermittent issue while pressing x-ray pedal and system displays x-ray not possible. To resolve the issue fse replaced converter 8e velera. After replacement of converter 8e velera, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave an error indicating x-rays were not available, which can impact imaging. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.